Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia and insulin pump received insulin flow block alarm. The customer blood glucose level was 438 mg/dl. The customer stated that the symptoms related to high blood glucose such as nausea. Customer was not using the auto mode feature. Customer also stated that insulin pump received insulin flow block alarm. Customer stated that already change the site, the infusion set and the reservoir but its recurring issues. Customer states they had tried all remedies. The insulin pump will return for analysis.